Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for 78857 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml had dramatically low recovery of pbmc's for tubes in this lot despite following instructions.

Manufacturer narrative:
Corrected 510k -> n/a. PMA / 510(k) #: there is no 510(k) for this device.